Manufacturer narrative:
In addition to the peeling coating, service also confirmed there was a leak due to a pinhole in the bending section cover (a-rubber). Service also found the image guide bundle had a stain, the connecting tube was dented, the adhesive of the bending section cover had a chip. The control unit, image guide protector, switch box, grip, angulation lever, up/down plate, universal cord, protector of universal cord on the scope-connector side, and the scope connector were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had a pinhole in the tip. There was no patient or user impact reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the connecting tube was peeling off. This report is being submitted for the malfunction found during the evaluation of the returned device (coating peeling).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.